Manufacturer narrative:
Other applicable components are: product ID 37791, lot# unknown, serial# unknown, product type: recharger.

Event description:
A consumer implanted for other chronic/intract pain (trunk/limbs) reported on (B)(6) 2016 seeing the 375 error code on the recharger and a message indicating the implant was really low or depleted. The consumer further reported they had a bad back which is why they received the implantable neurostimulator (ins), but because they were unable to charge, were experiencing difficulty coupling, and were unable to use stimulation (stimulation was off), their pain returned resulting in a lot of pain.

Event description:
Additional information received from the consumer reported the replacement antenna resolved the recharging issues allowing them to recharge and turn stimulation back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.